Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, under-sensing was observed. The r-waves were not being sensed. No programming changes can be made and the device is otherwise normal. The patient suffered no adverse events regarding this anomaly.